Event description:
Could not walk [unable to walk], inflammatory reaction/inflammatory fluid [joint inflammation] ([effusion (l) knee], [injection site joint warmth], [injection site burning]), allergic reaction [allergic reaction]. Case narrative: based on additional information received on 11-mar-2019, this case initially assessed as non-serious was upgraded to serious (seriousness criteria of intervention required, medically significant and disability was added). This case was cross referenced with case: (B)(4) (injection in right knee), (B)(4) (duplicate). Initial information received on (B)(6) 2019 from (B)(6) regarding an unsolicited valid serious case received from a physician (rheumatologist). This case involves a (B)(6) male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced an inflammatory reaction/inflammatory fluid (latency: 0 day), allergic reaction (latency: 2 months 2 days) and could not walk. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had gonarthrosis and a work stoppage since (B)(6) 2018. Also, patient had no notion of tobacco or alcohol consumption, diabetes type 2 and obesity. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 48mg/6 ml, once (lot - 8rsl030b, 31-mar-2021) gonarthrosis. On the same day, in the evening, patient felt burning sensation in the knee, which was warm, had inflammatory reaction and could not walk (latency: 0 day). On (B)(6) 2018, patient had a puncture of joint fluid (latency: 2 days). On (B)(6) 2019, patient experienced an allergic reaction (latency: 2 months 2 days) after receiving the hylan g-f 20, sodium hyaluronate injection. On the same day, the patient underwent effusion on left knee. Intra-articular puncture was sterile and show inflammatory fluid. The patient was recovering slowly after corticosteroids infiltration. The patient remained off work for medical reason. Corrective treatment: corticosteroids infiltration for inflammatory reaction/inflammatory fluid; not reported for rest. Outcome: not recovered for could not walk; recovering for rest of the events. A product technical complaint (ptc) was initiated on 30-jan-2019 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability, medically significant for all events and intervention required for inflammatory reaction/inflammatory fluid additional information was received on (B)(4) 2019. Global ptc results were added. Text amended accordingly. Additional information was received on 11-mar-2019 from rheumatologist. Medical history was added. Lot number and indication for suspect was added. Case (B)(4) was found to be duplicate of this case, hence all the information from case (B)(4) was merged into this case. Events of inflammatory reaction/inflammatory fluid and could not walk were added with details. Event of cyst was deleted as its was added to case (B)(4) (case for right knee injection). Seriousness criteria was added. Clinical course updated. Text amended accordingly.

Event description:
Could not walk. Inflammatory reaction/inflammatory fluid [joint inflammation] ([effusion (l) knee], [injection site joint warmth], [injection site burning]). Allergic reaction. Case narrative: based on additional information received on 11-mar-2019, this case initially assessed as non-serious was upgraded to serious (seriousness criteria of intervention required, medically significant and disability was added). This case was cross referenced with case: (B)(6) (injection in right knee), (B)(6) (duplicate). Initial information received on 22-jan-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist). This case involves a 54 years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced an inflammatory reaction/inflammatory fluid (latency: 0 day), allergic reaction (latency: 2 months 2 days) and could not walk. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had gonarthrosis and a work stoppage since oct-2018. Also, patient had no notion of tobacco or alcohol consumption, diabetes type 2 and obesity. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 48mg/6 ml, once (lot - 8rsl030b, 31-mar-2021) gonarthrosis. On the same day, in the evening, patient felt burning sensation in the knee, which was warm, had inflammatory reaction and could not walk (latency: 0 day). On (B)(6) 2018, patient had a puncture of joint fluid (latency: 2 days). On (B)(6) 2019, patient experienced an allergic reaction (latency: 2 months 2 days) after receiving the hylan g-f 20, sodium hyaluronate injection. On the same day, the patient underwent effusion on left knee. Intra-articular puncture was sterile and show inflammatory fluid. The patient was recovering slowly after corticosteroids infiltration. The patient remained off work for medical reason. Corrective treatment: corticosteroids infiltration for inflammatory reaction/inflammatory fluid; not reported for rest. Outcome: not recovered for could not walk; recovering for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability, medically significant for all events and intervention required for inflammatory reaction/inflammatory fluid additional information was received on 30-jan-2019. Global ptc results were added. Text amended accordingly. Additional information was received on 11-mar-2019 from rheumatologist. Medical history was added. Lot number and indication for suspect was added. Case (B)(4) was found to be duplicate of this case, hence all the information from case (B)(4) was merged into this case. Events of inflammatory reaction/inflammatory fluid and could not walk were added with details. Event of cyst was deleted as its was added to case (B)(4) (case for right knee injection). Seriousness criteria was added. Clinical course updated. Text amended accordingly. Upon internal review on 27-mar-2019 with clock start date of 11-mar-2019. Analysis of similar incidents added.

Event description:
Could not walk [unable to walk] inflammatory reaction/inflammatory fluid [joint inflammation] ([effusion (l) knee]) burning sensation in knee [injection site burning] burning sensation in knee which was warm [injection site joint warmth] case narrative: based on additional information received on 11-mar-2019, this case initially assessed as non-serious was upgraded to serious (seriousness criteria of intervention required, medically significant and disability was added). This case was cross referenced with case: (B)(4) (same patient; injection in right knee). Initial information received on 22-jan-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist) via sales rep. This case involves a 54 years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) in both knees and experienced an inflammatory reaction/inflammatory fluid (latency: 0 day) and could not walk. This case concerns reaction on left knee. The patient's past medical history was diabetes type 2 and obesity. Also, patient had no notion of tobacco or alcohol consumption. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had gonarthrosis and a work stoppage since oct-2018. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 48mg/6 ml, once (lot - 8rsl030b, expiration date: 31-mar-2021) for gonarthrosis. On the same day, in the evening, patient felt burning sensation in the knee, which was warm, had inflammatory reaction and could not walk (latency: 0 day). On 20-nov-2018, the patient experienced effusion on left knee. On (B)(6) 2018, patient had a puncture of joint fluid (latency: 2 days) which was sterile, yellow and showed inflammatory fluid (cloudy fluid with 95% of lymphocyte and 5% of neutrophils). On (B)(6) 2019, the patient underwent effusion on left knee. The patient was recovering slowly after corticosteroids infiltration. The patient remained off work for medical reason. Initially, the physician reported via sales rep an allergic reaction after the patient received the hylan g-f 20 sodium hyaluronate injection. However, the allergic reaction was not confirmed in the follow-up report neither in associated case. Corrective treatment: corticosteroids infiltration for inflammatory reaction/inflammatory fluid; not reported for rest. Outcome: recovering for could not walk; recovering for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: 8rsl030b; global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl030 expiration date (2021-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl030 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there are 4 complaints on file for lot# 8rsl030 and all related sublots. 2 complaints are on file for lot# 8rsl030: (1) broken syringe barrel and (1) broken syringe barrel/leakage. 2 complaints are on file for lot# 8rsl030b: (2) adverse event reports sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability, medically significant for all events and intervention required for inflammatory reaction/inflammatory fluid and could not walk. Additional information was received on 30-jan-2019. Global ptc results were added. Text amended accordingly. Additional information was received on 11-mar-2019 from rheumatologist. Medical history was added. Lot number and indication for suspect was added. Case (B)(4) was found to be duplicate of this case, hence all the information from case (B)(4)was merged into this case. Events of inflammatory reaction/inflammatory fluid and could not walk were added with details. Event of cyst was deleted as its was added to case 2019sa060218 (case for right knee injection). Seriousness criteria was added. Clinical course updated. Text amended accordingly. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2019. Analysis of similar incidents added. Additional information received on 21-mar-2019. Investigation summary received, and ptc results added. Text amended accordingly. Additional information was received on 03-may-2019 from the healthcare professional. Event of allergic reaction was deleted. Outcome for could not walk was updated to recovering from not recovered. Clinical course updated, and results updated accordingly. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2019, narrative amended and analysis of similar incidents were incorporated.

Event description:
Could not walk [unable to walk] inflammatory reaction/inflammatory fluid [joint inflammation] ([effusion (l) knee], [injection site joint warmth], [injection site burning]) allergic reaction [allergic reaction] case narrative: based on additional information received on 11-mar-2019, this case initially assessed as non-serious was upgraded to serious (seriousness criteria of intervention required, medically significant and disability was added). This case was cross referenced with case: (B)(4). Initial information received on 22-jan-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist). This case involves a 54 years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced an inflammatory reaction/inflammatory fluid (latency: 0 day), allergic reaction (latency: 2 months 2 days) and could not walk. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had gonarthrosis and a work stoppage since oct-2018. Also, patient had no notion of tobacco or alcohol consumption, diabetes type 2 and obesity. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 48mg/6 ml, once (lot - 8rsl030b, expiration date: 31-mar-2021) gonarthrosis. On the same day, in the evening, patient felt burning sensation in the knee, which was warm, had inflammatory reaction and could not walk (latency: 0 day). On (B)(6) 2018, patient had a puncture of joint fluid (latency: 2 days). On (B)(6) 2019, patient experienced an allergic reaction (latency: 2 months 2 days) after receiving the hylan g-f 20, sodium hyaluronate injection. On the same day, the patient underwent effusion on left knee. Intra-articular puncture was sterile and show inflammatory fluid. The patient was recovering slowly after corticosteroids infiltration. The patient remained off work for medical reason. Corrective treatment: corticosteroids infiltration for inflammatory reaction/inflammatory fluid; not reported for rest. Outcome: not recovered for could not walk; recovering for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: 8rsl030b; global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl030 expiration date (2021-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl030 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there are 4 complaints on file for lot# 8rsl030 and all related sublots. 2 complaints are on file for lot# 8rsl030: (1) broken syringe barrel and (1) broken syringe barrel/leakage. 2 complaints are on file for lot# 8rsl030b: (2) adverse event reports sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability, medically significant for all events and intervention required for inflammatory reaction/inflammatory fluid. Additional information was received on 30-jan-2019. Global ptc results were added. Text amended accordingly. Additional information was received on 11-mar-2019 from rheumatologist. Medical history was added. Lot number and indication for suspect was added. Case (B)(4) was found to be duplicate of this case, hence all the information from case (B)(4)was merged into this case. Events of inflammatory reaction inflammatory fluid and could not walk were added with details. Event of cyst was deleted as its was added to case (B)(4) (case for right knee injection). Seriousness criteria was added. Clinical course updated. Text amended accordingly. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2019. Analysis of similar incidents added. Additional information received on 21-mar-2019. Investigation summary received and ptc results added. Text amended accordingly.